Manufacturer narrative:
H3: analysis results are not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm updated to 4118. Fdr updated to 3233. Fdc updated to 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp). The event date was (B)(6) 2019. It was also indicated the pump stopped working 9 months after the implant and was not resettable. The hcp mentioned this was a one-time event. The event happened in the operating room. The issue was resolved. Additional information was received. Although it had been reported the pump stopped working 9 months after implant, the physician told the representative the pump was implanted several years ago. The representative thought there was a mistake, as the elective replacement indicator (eri) was at 9 months, but it was written the event happened 9 months after implant.

Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded lioresal (2000.0 mcg/ml at 580.1 mcg/day) via an implantable pump for an unknown indication for use. It was reported the alarm of the pump started. When interrogating the pump, it showed the motor stalled. The event date was reported to be (B)(6) 2019. The hcp updated the pump, but the motor stall message was still present. The hcp prescribed oral baclofen. The pump would be replaced; surgical intervention was planned. No contributing factors were observed. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported. Pump logs from an interrogation on (B)(4) 2019 at 15:53 indicating the pump was in a state of motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on (B)(6) 2019 and would be returned for analysis.